Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test por verify unexpected battery power loss anomaly due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had off no power without a low battery warning. Customer's blood glucose level was 6.8 mmol/l. Customer states alarm reoccurred. Customer also states insulin pump turned itself off and on. Customer advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.